Event description:
Boston scientific crm received information that this implantable pacemaker was not measuring pacing impedances on the associated right ventricular (rv) lead. The daily measurements were available but there were no pacing impedance measurements recorded. However, pacing threshold measurements were able to be obtained. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance.

Manufacturer narrative:
The ts representative discussed that if the device is in ddd mode, the possible reason for missing measurements could be related to the maximum tracking rate (mtr) and that the atrial rate is not lower than the mtr and av delay. Another possible reason is that there is noise occurring during the lead measurements. However, this should still appear in the daily measurements with an n/r indication. This is not the case with this device. The ts representative suggested several methods of troubleshooting to help determine the reason for this issue. It was first suggested to switch the device into vvi mode and increase the pacing rate while checking for premature ventricular contractions (pvc) during the measurements. Another suggestion was to increase the rv threshold to 6 volts and run the test to also obtain measurements. The model and serial number for the rv lead is currently unknown. At this time, this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.